Event description:
A report was received on 15 jul 2025 from the nurse of a 59-year-old female patient with a medical history including end stage renal disease, who stated the patient experienced chest pain, nausea and vomited during her first hemodialysis treatment and was admitted to hospital on (B)(6) 2025. Additional information was received on 15 jul 2025 from the nurse who stated the patient also experienced anxiety, loss of bowel control and shortness of breath. Treatment was terminated, oxygen via nasal cannula was administered and the patient received diphenhydramine (benadryl) 50mg intravenous (IV), methylprednisolone (solu-medrol) 125mg IV and ondansetron (zofran) 5mg IV. The patient was discharged to home on (B)(6) 2025. The patient plans to change her treatment modality to peritoneal dialysis.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).